Manufacturer narrative:
The broken fragments of the sensor were successfully removed on (B)(6) 2019 and patient was doing fine. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, user experienced sensor broke prior to removal.

Manufacturer narrative:
All fragments of the broken sensor were successfully removed on (B)(6) 2019 and patient was doing well after the procedure. No further investigation is required. D10 device returned to the manufacturer, date updated to 07 jan 2020. H6 result code updated to 3221. H6 conclusion code updated to 4311.